Event description:
A guideliner v2 catheter was used during a clinical procedure to facilitate placement of a stent. The stent was displaced from the delivery system while in the body. No further impact was reported.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death.